Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited micro-dislodgement, high thresholds and intermittent capture. The ra lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.